Event description:
Healthcare professionl reported that approx. 2 months port implant the valve was replaced due to endocarditis resulting in perivalvular leak that lead to aortic insufficiancy. The valve was replaced with another hancock ii bioprosthesis during a concomitant ventricular septal defect repair. The pt could not be weaned off bypass. Cause of death was attributed to a graft occlusion, mi, infective endocarditis and complications of the redo heart surgery. The valve was not returned for analysis. However, a pathology report and photographs were provided by the hospital to the MFR.